Event description:
It was reported that stent damaged was noted. The physician selected a 3.00x16mm promus element stent. However, during unpacking it was noticed that the distal end of the stent was deformed. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found no kinks or damage along the shaft or tip sections of the device. An examination of the crimped stent found that the distal edge of the stent was slightly flared. No other damage was noted along the stent and the balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged was noted. The physician selected a 3.00x16mm promus element stent. However, during unpacking it was noticed that the distal end of the stent was deformed. The procedure was completed with another of the same device.